Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fell out of the device. They were malformed. A new device was taken to finish the procedure which gave the same problem, clips falling out. The procedure was finished with a third instrument. No adverse outcome for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with two malformed clips inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: was the clip unformed because it dropped out of the jaws? No. Was the clip malformed after trying to fire the device? Yes. Clip scissored? Unknown. Clip gap? Unknown. Tear drop? Unknown. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out. What were the indications for surgery? What was found? Cholecystitis does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? No if so, whom?